Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported unstable stent.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. As a 3.5 x 15 mm otw vision stent delivery system was being advanced over the guide wire it was noted that the stent implant had moved distally on the balloon; although, it was still on the balloon. The catheter had not entered the anatomy. The device was removed from the guide wire and a new 3.5 x 15 mm otw vision stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.